Event description:
This spontaneous case was reported by a consumer and describes the occurrence of soft tissue disorder ("the adjacent tissue became unhealthy") in a patient who received dr scholls freeze away cutaneous liquid for wart. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("the wart spread"). On an unknown date, the patient started dr scholls freeze away as directed. On an unknown date, the patient experienced soft tissue disorder (serious criterion medically significant). The patient was treated with surgery (dermatologist had to cut out the damage (ordered biopsy to be safe)). It was unknown whether any action was taken with dr scholls freeze away. At the time of the report, the soft tissue disorder outcome was unknown. The reporter provided no causality assessment for soft tissue disorder with dr scholls freeze away. Most recent follow-up information incorporated above includes: on 5-dec-2016: correction: upon review, case classification changed to other reportable incident. Company causality comment this spontaneous case report refers to a consumer of unspecified age and gender who used dr scholls freeze away (dimethyl ether, propane) for a not reported indication and after unknown period, experienced the adjacent tissue became unhealthy and the dermatologist had to cut out the damage. The event, serious per medical importance, is unlisted according to dr scholls freeze away reference safety information. No patient's relevant medical data was reported neither the suspect drug indication. Considering the suspect drug mechanism of action, its known safety profile and possible side-effects such as blistering, itching, burning, cracked or broken skin, a contributory role to the adjacent tissue became unhealthy cannot be excluded.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of soft tissue disorder ("the adjacent tissue became unhealthy") in a patient who received dr scholls freeze away cutaneous liquid for wart. Other product or product use issues identified: device ineffective "the wart spread". On an unknown date, the patient started dr scholls freeze away. On an unknown date, the patient experienced soft tissue disorder (seriousness criterion medically significant). The patient was treated with surgery (dermatologist had to cut out the damage (ordered biopsy to be safe)). It was unknown whether any action was taken with dr scholls freeze away. At the time of the report, the soft tissue disorder outcome was unknown. The reporter provided no causality assessment for soft tissue disorder with dr scholls freeze away. Quality-safety evaluation of ptc: based on the technical investigation, a batch number or sample was not provided therefore, a batch record review was not possible. It is unknown if the consumer followed the instructions provided in use of the product. The quality unit continues to monitor this product and complaint type as part of the complaint trend review process. A ptc investigation cannot be initiated thus resulting in an unconfirmed quality defect. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action due to the adverse event is determined in response to the respective signal. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc: unconfirmed quality defect. Risk category v. Company causality comment: this spontaneous case report refers to a consumer of unspecified age and gender who used dr scholls freeze away (dimethyl ether, propane) for wart and after unknown period, experienced the adjacent tissue became unhealthy and the dermatologist had to cut out the damage. The event, serious per medical importance, is unlisted according to dr scholls freeze away reference safety information. No patient's relevant medical data was reported. Considering the suspect product mechanism of action, its known safety profile and possible side-effects such as blistering, itching, burning, cracked or broken skin, a contributory role to the adjacent tissue became unhealthy cannot be excluded. Quality-safety evaluation of product technical complaint: unconfirmed quality defect. Risk category v based on the technical investigation, a batch number or sample was not provided therefore, a batch record review was not possible. Ptc investigation cannot be initiated thus resulting in an unconfirmed quality defect.